Manufacturer narrative:
Two photos and one sample was received for quality evaluation. The two photos submitted show leakage from the tubing near the back check valve. Visual examination of the sample submitted was conducted and no damages or abnormalities were identified. The sample was primed and leakage and occlusion was not seen. A simulated infusion was then conducted, at a rate of 125 ml/hr, no leakage was identified from the infusion set. The customer complaint of leakage was confirmed with the photos submitted, but a root cause could not be determined because the sample received did not leak. A root cause for the reported leakage failure was not determined because the failure could not be replicated with the physical sample. A device history record review for model 2426-0007 lot number 25023122 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: nurse was preparing to infuse patient with magnesium infusion when the line began leaking uncontrollably from the site online where one of the ports is stationed. Bag was half emptied before it could be stopped. A new bag was provided for patient. Was there injury? No.